Manufacturer narrative:
Evaluation result: object found under base hood was interfering with pump pedal movement. Removed object and pump pedal function was restored.

Event description:
It was reported by service report that the stretcher will not pump up and the zoom handle covers are cracked presenting sharp edges. It is unknown if there was patient involvement or if there are adverse consequences to report.